Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult gripper actuation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was deployed, reducing the mr to 1-2. Prior to use with the second clip delivery system (cds), it was observed that the gripper was not parallel with the mandrel. The device continued to be used, and was advanced to the mitral valve. After grasping, the mr was not reduced further; therefore, the second clip was not implanted and the cds was removed. After removal, it was again noted that the gripper was not parallel with the mandrel. No further clips were attempted. One clip was implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue cannot be determined in this incident. It should be noted that the mitraclip instructions for use (IFU) states to: inspect all product prior to use. Do not use if the package is open or damaged, or if product is damaged. The user continued to use the device even though the gripper actuation issue was observed prior to advancing the device into the mitral valve; however, the deviation from the IFU did not likely contribute to the reported issues. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.